Manufacturer narrative:
One used sample was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated there was a leak. This occurred during use. There was no reported patient harm/adverse event.